Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient noted high cgm reading on their pump, but no specific value was reported. When the patient checked their dexcom app it displayed a ¿wait up to 30 minutes message." While getting her glucose meter she accidentally bump into the door frame, and the sensor came off. The patient took a fingerstick and the blood glucose reading was 529 mg/dl. The patient experienced dizziness and a dry mouth at that moment. The patient was at a camp at the time of the event, and there was a nurse onsite. The patient was treated with intravenous insulin. No further medication was reported and the patient did not go the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.